Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that the patient's shoulder arthroplasty was revised due to dislocation.

Manufacturer narrative:
As returned, deep gouges are seen in the articulating surface of the liner. The backside surface exhibits damage that could indicate the liner was not properly aligned with the mating component. An impression is seen at the slot that accepts the anti-rotation lug. Damage is too severe for dimensional analysis. Design history records review indicates the devices were manufactured to specifications. No anomalies or deviations that would have affected the surgical outcome or contributed to the reported event were present. This device is used for treatment. Initial product history search revealed no additional complaints against the related part and lot combination. The impression at the slot that accepts the anti-rotation lug and damage on backside surface shows that the liner was not properly aligned with the mating part. The tm reverse surgical technique states: also make sure that the guide pin on the poly liner impactor is aligned into the post on the lateral side of the stem face prior to impacting. However, since the stem information is unknown a definite root cause cannot be determined.